Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 442/mg/dl with confusion, polydipsia and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump alarmed with cs064 for occlusion during prime three times that day. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with repeated call service 064 alarms for occlusion during the prime step.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the black box showed three occlusion during prime alarms with insulin delivery not resumed. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed to find no intermittent conditions to the motor assembly. No internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.